Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during the error test. No unexpected restart or display anomaly noted during testing. No moisture damage inside the reservoir tube or damage inside the device found. The unit was tested with water fill reservoir, the water fill reservoir volume matched properly with the insulin pump status screen. The device did rewind properly, and no motor rewind anomaly noted. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose reading was 418 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.